Manufacturer narrative:
Concomitant medical products: product ID: 977d260, product type: screening device.

Event description:
The health care professional reported that during the post-op procedure, the patient complained of back pain. Approximately 2 hours later, the patient's leg went numb. The leads were pulled and the patient was transported via ambulance to the ER. It was determined that the patient had a spinal hematoma and surgery was performed. It was noted that the patient status was alive with injury. The patient could move his legs, but had a long road of recovery ahead of him.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.